Event description:
Dexcom g6 sensor reading 166 mg/dl with a arrow straight up. Omnipod auto delivering insulin to bring down blood glucose. I was manually bolusing to keep blood glucose from spiking to high outside of range (170 mg/dl). Finger stick has blood glucose reading of 144 mg/dl. Now I have 5 units of insulin on board to fight off a false high blood sugar because of dexcom faulty inaccurate reading. Dexcom recommends to not calibrate because mard value is < 20% (20% mard of 167 mg/dl is 33.4 mg/dl difference, and dexcom told me not to calibrate if it is within this range, this is unacceptable and life-threatening) and refuses to replace a faulty sensor if calibrating outside of FDA approved mard. My blood glucose is now plummeting to a dangerous low because of dexcom's faulty reading and inaccurate product. A mard of >20% over 80 mg/dl is completely absurd, and lives are being lost most likely because of dexcom's inadequacies with their product.